Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of pacemaker mediated tachycardia (pmt) caused by inappropriate va conduction. It was noted that the post-ventricular atrial refractory period (pvarp) was programmed low with rate responsive. The pmt episodes all occurred while the sensor indicated rate was active. It was recommended to reprogram the rate responsive pvarp setting from low to off. The physician decided not to make any programming changes and to monitor the patient. The patient did not have any issues before, during, or after the event.